Manufacturer narrative:
Device evaluation: the meter has been returned and evaluated by product analysis on 09/22/2015 with the following findings: a review of the meter history did not find any errors related to the complaint. The pump was not returned with the meter for investigation. The meter powered on normally and was successfully paired with a test pump. A 10unit bolus was successfully delivered from the meter to the test pump with no errors. An iob duration was set to 1.5hours in the test pump. The test pump and meter correctly read 10units for the iob at the start of duration, and both correctly read 0units after the 1.5 hour duration. The meter iob was found to be functioning correctly. No defects were found on investigation.

Event description:
On (B)(6) 2012, it was reported that the patient experienced blood glucose of 62mg/dl with unspecified symptoms of hypoglycemia after delivery of a correction bolus. The reporter claimed that the meter remote calculated the bolus incorrectly. The reporter described the following sequence of events. She reported that she delivered a breakfast bolus via the pump to the patient and about 1 hour later the patient's bg was tested with the meter remote at 408mg/dl. No symptoms of hyperglycemia were reported. The reporter stated that the meter remote showed an insulin-on-board (iob) amount of 0.0 units and displayed the full bolus amount of 1.3 units for correction. The reporter said that she delivered the recommended amount via the pump even though she acknowledged that the amount seemed to be too large. About 1 hour later the reporter stated that the patient said he felt low and his bg was 62mg/dl. The reporter said that she treated the patient successfully with oral carbohydrates. The patient was said to have remained on the pump and had no further issues. It remains unknown if there is a defect or malfunction of the iob feature. The reporter was unable to complete trouble shooting so it is unclear if the meter remote and pump were paired or how the advanced features were programmed. However, the reporter did not request replacement devices and the patient continues to use the complainant devices. The user¿s guide repeatedly instructs patients that the bolus calculation is to be viewed as a recommendation only. The pump is designed intentionally with a bolus delivery feature by which the patient is required to input the desired bolus based in part on the pump recommendation prior to delivery. This complaint is being reported because the patient experienced hypoglycemia after delivery of extra bolus amount.

Manufacturer narrative:
Although there was a claim that the bolus calculation was inaccurate, the reporter admitted that the recommended bolus was delivered even though the reporter acknowledged it may have been too large. The meter remote has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.